Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records, on (B)(6) 2007: the patient presented to discuss surgery. (B)(6) 2007: the patient was admitted with the following pre-operative diagnosis: l5-s 1 symptomatic degenerative disk disease. He underwent the following procedures: l5-s1 minimally invasive transforaminal lumbar interbody fusion at l5-s1 and right sided l5 decompression and posterior lateral fusion on the left side with use of interbody peek implant with rhbmp-2 in the interbody space and use of allograft and use of pedicle screw instrumentation. Other implants that were used in the surgery were: matrix. Per op notes, the l5 nerve root and s1 nerve root were visualized. The s1 nerve root was retracted medially and the disk material was visualized. An annulotomy was performed on the right side at l5-s1 and disk material was removed. The endplates were prepared using pituitary rongeurs and curettes. Next, the local bone graft was filled into the anterior 1/3 of the interbody space and a 12 mm peek cage was inserted after it was filled with rhbmp-2. Cross table fluoroscopy confirmed good position of the cage. The pedicle screws were inserted percutaneously through into the pedicles of l5 and s1 on both sides. The rods were connected and attached onto the screws. The final x-rays showed good position of the pedicle screws and the interbody device. The wound incisions were all irrigated and were closed. No patient complications were reported. He underwent fluoroscopic c-arm for review during manipulation of the lumbar spine. He also underwent x-rays of the lumbar spine which showed interval posterior fusion of the l5-s1 joint. (B)(6) 2007: the patient was discharged with the following diagnosis: status post l5 to s1 minimally-invasive posterior spinal fusion and decompression with transforaminal lumbar interbody fusion. (B)(6) 2007: the patient presented for an office visit. He underwent x-rays which revealed good position of the hardware and the screws and the interbody spacer. (B)(6) 2007: the patient presented for a follow-up with significant amount of right leg pain. The patient underwent x-rays of the lumbar spine due to lumbar spondylosis. Impression: l5-s1 laminectomy with disc spacer and posterior plate and pedicle screws securing the area; no other abnormalities; mild levoscoliosis in the lumbar spine. (B)(6) 2007: the patient presented with complaints of increased right leg pain and right low back pain. The patient also had some swelling of the left anterior chest wall, which was somewhat tender. He underwent x-rays of the chest due to cough. Impression: no evidence of acute cardiopulmonary disease. He also underwent x-rays of the lumbar spine due to follow- up of laminectomy. Impression: postoperative changes at l5-s1 noted; there was a very mild levoscoliosis in the lumbar region. (B)(6) 2007: the patient underwent CT of lumbar spine due to spondylosis and spinal canal stenosis. Impression: 1. Increased lordosis at l5-s1 with some prominence of soft tissue along the right aspect of the artificial disc spacer at l5-s1. This may represent postoperative scarring versus disc material. 2. Posterior fusion into l5 and s1. No significant central canal stenosis present. The patient also underwent lumbar myelogram due to spondylosis and stenosis. Impression: technically successful fluoroscopically guided lumbar puncture and subsequent lumbar myelogram. (B)(6) 2007: the patient presented with right leg radicular pain and low back pain. The patient underwent CT scan of the lumbar spine which revealed pseudarthrosis with increased bone turnover in the interbody space and cystic changes in the vertebral body. (B)(6) 2008: the patient presented for a follow-up visit with pseudoarthrosis at l5-s1. The patient also had hernia in his inguinal area. The patient underwent x-rays of the lumbar spine due to pseudoarthrosis. Impression: stable postoperative changes of the lower lumbar spine. (B)(6) 2008: the patient presented for a follow-up visit with pseudoarthrosis at l5-s1. The patient underwent x-rays of the lumbar s pine due to pain and spondylosis. Impression: stable postoperative changes of lumbar spine with no abnormality. (B)(6) 2008: the patient presented for a follow-up visit with pseudoarthrosis at l5-s1. The patient underwent x-rays of the lumbosac ral spine due to lumbar pseudoarthrosis. Impression: expected position of the fusion hardware. Degenerative disc disease at l5-s1. Moderate facet hypertrophy throughout. (B)(6) 2008, (B)(6) 2008: the patient presented for follow-up visit with severe pain and pseudoarthrosis. He was also depressed.